Event description:
A pt reported a possible inaccurate result with a fasttake meter. In 2001, pt took 5/12 insulin after getting a reading of 82mg/dl on the ft meter. Pt later ate a light brunch and then passed out. The pt's family member came to check on the pt after calling several times with no answer. Family member found pt lying on the floor unconscious. Family member checked pt blood glucose and got a reading 80mg/dl on the ft meter. Family member gave pt a glucoshot and called the paramedics. The paramedics found the pt blood glucose 41mg/dl on their meter. No medical treatment was given. No allegations of harm have been made. Meter has been replaced.